Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station restarted automatically. A field service engineer (fse) investigated and loose zip ties on the cables in the neck area were fixed to properly secure the wiring. All other cable connections were checked and confirmed to be in good condition, and the station is functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station restarted automatically. The customer reported that the system rebooted without performing a clean shutdown. This error may occur if the system stops responding, crashes, or loses power unexpectedly. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.